Event description:
During a percutaneous transluminal angioplasty (pta) to the right brachial vein, the balloon was reported to have ruptured. The vessel characteristics are unknown. There was no reported pt injury. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced to the lesion and the balloon was inflated using an indeflator. However, the balloon ruptured at 10 to 12 atmospheres. Therefore, it was withdrawn from the pt's body. The product was prepared and clinically used as per the IFU. There was no reported pt injury. There is no add'l info regarding pt, lesion, or procedural characteristics regarding this event. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. The product was not returned for analysis. A DHR review was performed and showed that this lot of product, as well as subassemblies, met all requirements per the applicable mfg quality plan, including the burst test values.